Event description:
On (B)(6) 2011, foley catheter placed during radical prostatectomy. On (B)(6) 2011, failed attempt to remove in physician office required transport to ed for removal under sedation. Catheter found to have abnormal ridge near tip preventing ease of removal.